Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: two photographs are received in which you can see fragments of plastic cables ties inside the blister, this generates poor sealing of the product and loss of sterility. During the documentary review, a stoppage was recorded in the equipment in the first frequency control carried out on (B)(6) 2020, this stoppage in the equipment was due to mechanical problems, no quality events were reported during the manufacture of the product. It is important to mention that in the month of (B)(6) 2020 a new clearance was generated to review the bench when there is a minor or major maintenance intervention to verify that there are no materials outside the process that may cause non-conforming product, this activity was documented. On the other hand, it is important to mention that the batch reported in this claim was manufactured prior to the implementation of this activity.

Event description:
It was reported that 2 syr 3ml 22ga 1-1/4in jpk/sil no assy ndl contained foreign matter. The following information was provided by the initial reporter: "two pieces are reported with a foreign object inside and through the seal (apparently a fragment of plastic strap)."